Event description:
According to the reporter, during an open tenorrhaphy for the repair of the fracture of the lower epiphysis of the cube and radio, the suture was broken. A new suture was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure for the repair of the fracture of the lower epiphysis of the cube and radio, the suture was broken. There is no patient injury.